Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two screws broke due to weight bearing of patient. The patient underwent a revision procedure on (B)(6) 2014. The patient is okay after revision. This report is for two unknown 4 mm titan small fragment screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of awareness reported as not before november, exact date unknown. This report is for two unknown 4 mm titan small fragment screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.